Event description:
The pt was experiencing "leg weakness, meningeal irritation". The onset of symptoms was reported to be 2004. The pt was referred for a neurological consultation. No device troubleshooting was performed. The hcp reported "no change. Cause is unknown."